Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient suffers from dementia. It is unknown what troubleshooting was performed, or what the outcome of the event was. No further complications are anticipated.